Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported being hospitalized for high blood glucose levels while wearing the insulin pump. The customer's blood glucose value wsa 448 mg/dl. After troubleshooting it was advised that the customer's insulin pump was working as designed. It was recommended that the customer change out the infusion set every 2-3 days. No further information was provided.